Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure, it was reported that the surgeon felt friction when he advanced the smart control stent delivery system. He removed the device and noted that the tip of the delivery system had cracked. The device was exchanged for another one to complete the procedure. There was no reported patient injury and no additional information is available. One non-sterile precise pkg assy 6x040 smart vas120cm was received coiled inside a plastic bag. Unit was not deployed. Locking pin was in place. A kink was detected at 4.5 from ID band. Brite tip was split. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured and it was found acceptable. Sem results show that the brite tip surface presented evidence of elongation at the surrounding areas of the frayed. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. It seems that a force coming from the distal to the proximal, consequently causing the broken material. Stretching/ pulling could have been related to these frayed characteristic. The cause of the "kinks" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure "catheter tip - cracked" reported by the customer was confirmed; however it does not appear to be related to manufacturing process since brite tip surface presented evidence of elongation at the surrounding areas of the frayed. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and/or vessel characteristics and is not related to a product quality issue.

Event description:
During an unknown procedure, it was reported that the surgeon felt friction when he advanced the smart control system. Then, he removed the device and noted that the tip of the stent had cracked. The device was exchanged for another one to complete the procedure. No adverse event occurred.